Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. The field service engineer replaced the insep because the magnet had fallen out of the latch. Issue resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es main drawer 4 had failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.